Manufacturer narrative:
Product event summary: analysis confirmed that both output connectors were broken. It was additionally found that the hanger was contaminated and the decorative plug was damaged. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) port where the cables plug in was broken. The epg has been returned for service. No patient complications have been reported as a result of this event.